Event description:
The hand piece had outputted energy when the pencil was not manually activated.

Manufacturer narrative:
The device in question has not yet been returned by (B)(6). Conmed will file a follow-up report within 30 days to disclose the findings from conmed's investigator.

Manufacturer narrative:
The suspect sample was returned and evaluated by conmed. The reported malfunction was not confirmed. However, when the internal components were examined, it was noticed that there was moisture and corrosion. The cause of this moisture and corrosion is most likely due to improper sterilization.